Event description:
On (B)(6) 2019, a customer from (B)(6) reported that he obtained a misidentification of streptococcus mitis/oralis as brucella spp when testing a strain with vitek ms instrument (ref. 410895). The customer stated he obtained first 99.8% brucella spp. And 99.9% brucella spp. When repeating the test. The technologist questioned the result immediately and stated the aspect could not be a brucella spp. (Different conditions, discordant result, fast growth). The customer stated that the expected identification was strep mitis/oralis. The test was repeated 7 times as per the microbiologist's request to verify the performance of their vitek ms. The correct ID was obtained 5 out of the 7 times. There is no patient involved as this was a qc strain and the customer stopped reporting streptococcus. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of streptococcus mitis/oralis as brucella spp when testing a strain with vitek ms instrument (ref. 410895). A biomerieux investigation was performed using the data submitted by the customer. Conclusion on the fine tuning: the fine tuning performed before the identification issue was conforming. The fine tuning was at the limit during the tests made between the (B)(6) 2019, however, due to this heterogeneity the system status cannot be assessed. After the issue, a new fine tuning was performed on (B)(6) 2019 and the results were conforming. All mandatory acceptance criteria were achieved. Conclusion on spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were very heterogeneous. This could be explained by a non-optimal spot preparation (culture, spot, different operator). Conclusion on the identification: after tuning of the instrument, the results obtained were correct. The similarity diagram shows that the spectra acquired for spot f2 (misidentification issue) is atypical in relation to the other spots tested for the same sample. The f2 number of peaks and maximum resolution level were low, which suspects a bad deposit. The bad deposit and low resolution may generate a mass shift. Root cause analysis: non optimal sample spot preparation. See h10.